Event description:
It was reported by the clinician that in two separate instances the blood sets were leaking at the top of the luer lock connection. There were no pt complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.